Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient was hospitalized and received unspecified antibiotic therapy for the event. At the time of this report, the patient was not recovered from the event. Pd therapy was discontinued, and the pd catheter was removed. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.